Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced when filling a cartridge. Reportedly, the customer believed the issue was due to user error as the syringe needle was not fully inserted into the septum of the cartridge. A supply change was performed resolving the issue. Customer's blood glucose level was 159 mg/dl. Tandem technical support reviewed the fill process with the customer.